Manufacturer narrative:
A visual, dimensional, and functional inspection was performed on the returned device. The reported material separation was confirmed. The reported difficult to advance and difficult to remove could not be tested due to the device condition. The reported leak/splash could not be confirmed. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. It was reported that during the procedure, negative pressure was induced. It should be noted that the xience xpedition instructions for use (IFU) states: ¿when introducing the delivery system into the vessel, do not induce negative pressure on the delivery system. This may cause dislodgement of the stent from the balloon.¿ it is unlikely if the IFU deviation directly caused or contributed to the reported event. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that the stent delivery system (sds) interacted with the patient¿s anatomy during advancement, resulting in the reported difficult during advancement. Additionally, it was reported that a leak was noted after advancement, and the shaft separated during removal. Analysis of the returned device confirmed the reported separation. The fracture face of the separation was noted to be jagged. This type of damage is consistent with force applied at a kink/bend. The analysis noted bends on the distal and proximal portion of the wire. The reported leak was unable to be confirmed on the balloon; however, the leak may have been present on the shaft. In this case, it is likely that the sds sustained damage to the shaft during advancement, as resistance was noted. Shaft damage may have resulted in outer/inner member damage, contributing to the reported leak/splash. Further manipulation of the device during removal likely contributed to the reported material separation and subsequent difficulty during removal. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6 correction: medical device problem code 2920 added.

Manufacturer narrative:
H6 medical device problem code 2017 clarifier: incorrect prep. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a calcified lesion in the anterior descending trunk and diagonal branch. The 2.0x12mm xience xpedition stent delivery system met resistance during advancement with anatomy and when positioning over the lesion negative pressure was applied, blood leaked. During removal the proximal shaft separated; however, remained inside the guide catheter. The entire system was removed. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.